Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025 the patient reported developing an infection at the pod¿s insertion site (right thigh) while wearing the device between 5 and 24 hours. On (B)(6) 2025 the patient¿s blood glucose was 27.8 mmol/l (500 mg/dl) and the skin at the pod site was swollen. The patient used an insulin pen to give a correction bolus. The pod because painful and inflamed over the next 3-4 hours. The skin around the pod site was swollen and hot to the touch. The patient went to royal berkshire hospital that day. The pod site was cleaned, and a dressing was placed over the infected area. Additionally, the affected area was outlined. The patient was diagnosed with an infection and prescribed antibiotic flucloxacillin 500 mg (4 times a day) for five days. As of (B)(6) 2025 there is a lump where the pod had been, and the area is red, hot, and tender to the touch. The patient was going to reach out to their health care provider. The pod had been removed and discarded at the hospital so is unavailable for return. A new pod had been successfully applied.